Event description:
It was reported that a patient underwent a cardiac ablation procedure with three smartablate irrigation tubing sets with issues of "debris" inside. When performing a system test for the ngen¿ pump, it was noticed that the smartablate® irrigation tubing had "debris" inside. When flushing the smartablate irrigation tubing set, some of the debris did fall out of the smartablate irrigation tubing set and was collected in a cup. The debris appeared "sparkly and tiny." The smartablate irrigation tubing set was replaced with a set of the same lot number and the same issue persisted. The smartablate irrigation tubing set was replaced once again, with a different lot number, and the issue was resolved. No patient consequence reported. Additional information was received on 11-jun-2026. The procedure where they were testing the tubing and preparing for, was canceled. The physician did not feel comfortable proceeding with the tubing. They found another smartablate irrigation tubing set from the same lot with the debris. It was not opened. The caller opened another set of smartablate tubing while troubleshooting the same issue and the 4th one did not have any issues. Additional information was received on 15-jun-2026. There were loose particles that were very tiny inside the tubing. The particles would move and then stick to the inside of the tubing. They were able to get particles out of the tubing. Three sets of tubing were opened to troubleshoot bubble errors. There were only two with lot number 3016461. Additional information was received on 17-jun-2026. The account confirmed that four sets of tubing were returned. There were three with lot # 3016461 and one with lot number #3016624.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 29-jun-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).